Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted floating white particulate matter in the fluid pathway of the bag. The particles samples were analyzed using ftir analysis, and were found to be consistent with polydimethylsiloxane (silicone material) with the presence of proteinaceous material. The cause of the particulate could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml exactamix bag contained particulate matter. After the device was filled and filtered for testing, yellowish white particles were discovered. The particles were identified as polydimethylsiloxane. There was no patient involvement. No additional information is available.